Event description:
It was reported by the (B)(4) distributor that the patient's vns was indicating high impedance again after having his lead replaced due to a likely lead fracture on (B)(6) 2012, as noted in (B)(4). Lead impedance following the replacement surgery was normal. The patient was seen on (B)(6) 2012 and high impedance was present on normal mode and system diagnostics. The patient has been sent for x-rays; however, it was not indicated if these will be sent to the manufacturer for review. The patient is not experiencing any adverse events and is reluctant to have surgery again. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: initial report inadvertently included incorrect labeling information device manufacture date, corrected data: initial report inadvertently used incorrect labeling information.

Event description:
The patient underwent lead and generator replacement surgery in 2017 due to high impedance. The attending nurse reported that the patient's device showed high impedance for over 1.5 years and was later disabled in (B)(6) 2016. The physician visually confirmed that the lead was broken. The explanted lead and generator were discarded by the explanting facility and are not available for product analysis. Programming history was reviewed for the patient's explanted generator. The high impedance, as identified via system and normal mode diagnostic tests, was confirmed to have been first observed during a clinic visit one month after a 2012 lead revision surgery and was still present 2 months later. No additional relevant information has been received to date.

Event description:
No further information has been attained.